Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the use of the antenna locate resulted in a power on reset (por) being displayed with ¿a phone and a doctor¿ which then lead to a normal recharging screen. It was noted that there was a communication problem. Antenna locate showed 44 but the patient also stated that 42 was the highest it would go. Then it was noted that the patient was able to get it as high as 46 moving it all over the implantable neurostimulator (ins) area. The patient stated that neither one of the external components was connecting to the ins inside of her body. The patient also stated that ¿she would not try it for days and it would not do anything.¿ the patient noted that the battery was completely dead as of the date of report because ¿she can¿t recharge and had lost.¿ the patient noted that she charged up a week prior to report and only conducted a partial charge. The patient stated that the battery was low and she had charged for four hours and ¿it did not hardly move¿ and the patient ¿did not think it was ¼ charged.¿ the patient stated it was charging and had two coupling boxes. The patient also stated she was only observing one coupling box. The patient stated she usually acquired more than one had ¿had to gyrate it around.¿ the patient noted that it was ¿cocked from implant and got it caught on things all the time.¿ the patient was asked when the healthcare professional (hcp) knew the ins was ¿cocked or tilted¿ and the patient stated since the day ¿they¿ put it in. The patient stated the hcp told her that it was better anatomical placement then on the side but the ¿patient had her doubts about that.¿ the patient stated that ¿it was a real pain in the ass literally.¿ the patient noted that the belt hem of her paints was ¿on the bottom of that and her belt and stuff hits it all the time.¿ the patient noted that where she worked she had to ¿climb through things and has had it stuck and it sticks out pretty good.¿ the patient stated ¿about a week ago and then had been busy and had not been able to stop and stuff.¿ the patient stated yesterday there was no connection and tried ¿friday¿ and no connection. The patient noted that because of how the ins was sitting they never got fully charged up. Patient services asked if the patient ever became fully charged up and the patient stated that she would have to charge on a daily basis and just did not have time. Patient services asked the patient if she had seen any other error screens and the patient replied ¿no.¿ the patient noted that she never moved the recharger antenna in the past. It was noted that she was in the same spot with her antenna for her recharger and patient programmer. The patient stated that she repositioned and then updated ¿right away with it.¿ the patient noted that stimulation stopped ¿about¿ three days prior to report. Patient services asked if the patient was able to connect with her two devices before and the patient stated that she could but it had been four days. It was noted that the patient had coupling issues since implant. It was noted that it was a gradual onset of the issues with ¿charging herself.¿ the patient stated she had never had a 100% with the bars and it had ¿gradually gotten worse over time.¿ the patient noted that she started with six bars and ¿was hard to get that.¿ the patient noted that ¿if she got four bars she was ecstatic.¿ the patient noted that she recharged over her skin. The patient noted that she could not get any hcp to look at her because they did not put it in. The patient noted that her hcp was no longer at (B)(6) . The patient noted that she left (B)(6)and was seeing (B)(6). The patient stated that the doctor was aware that the patient had a stimulator. However, the patient stated that ¿the only job [of the doctor] was to prescribe the patient meds.¿ the patient noted ¿that was all he did.¿ later the same day, the patient was called back and stated she thought it was an information screen and not a warning screen. The patient was redirected to the hcp. It was later reported that the caller was not able to adjust stimulation. It was noted that clearing the por was reviewed with the c aller. It was noted that this action resolved the reported issue. The patient also mentioned that the manufacturer ¿should put in their books that if a patient was recharging it could set off a dogs electric shock collars and they don¿t like it so much.¿ patient services clarified with the patient that she was talking about the dogs being shocked and not herself. The patient replied to the clarification that it was the dogs that were shocked and not the patient. It was noted that the patient followed up with the pain management hcp and had a follow-up appointment on (B)(6) 2014 additional information was requested but was not available at the date of this report.